Event description:
A vns physician reported that on (B)(6) 2011 he performed a system diagnostic on a pt and the results indicated output = limit, eos = no, and impedance = high. The dcdc results could not be recalled. The last acceptable diagnostic results were obtained on (B)(6) 2010. The pt was set to 1.5 ma/20 hz/250 microsec/21 sec/5 min and 1.75 ma/60 sec/500 microsec. The pt reportedly slipped and fell on ice on (B)(6) 2011. The pt was not experiencing any adverse effects. The device was to be disabled and x-rays were taken. The x-rays were reviewed by the MFR and a suspicious area was identified in the cervical region, which was visualized as an interruption in the color continuity of the images. However, due to the quality of the received images, it was unable to be determined if this was a lead discontinuity or artifacts of the picture. No obvious discontinuities or acute angles were noted. The x-ray results were relayed to the treating physician. A revision surgery is likely, but has not occurred to date.

Manufacturer narrative:
Method: MFR reviewed x-rays of implanted device. Results: x-rays reviewed by the MFR, no gross lead discontinuities visualized. Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.